Event description:
Overdelivery during routine preventative maintenance testing. During testing at the user facility, channel b delivered a measured volume of 21.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5 %). There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no further information was provided.